Event description:
"The patient walked outdoors in the vicinity of their residence. The surrounding area has good access to paved walkways. The patient noted during walk with his walker that it was not as stable as before. The user discovers that the walkers right front wheel has come off after the front fork has broken . The user found the walker wheel about 20 feet behind him. The patient has had the walker since (B)(6) 2013 and she has only used it outdoors. When the walker is not in use it is stored in a heated storage room."

Manufacturer narrative:
The futura is the same /similar to products which are manufactured and/or marketed by invacare in the u.s. The alleged incidents occured in (B)(6).